Manufacturer narrative:
Technician found fluid ingress on the latch causing the siderail not to work. Cleaned siderail latch and re-assembled to resolve this issue.

Event description:
Facility alleged the rh intermediate siderail will not latch. No injury reported.